Event description:
It was reported that the pt's parents had noticed a decline in auditory performance since (B)(6) 2010. An accident was not reported. Problems of external parts have been excluded. Testing carried out on (B)(6) 2010 shows that the impedance of the reference electrode is not measurable. All channels are in status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.